Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; there are three full leads of the same model were returned for analysis. Lead, (B)(4), which had dislodged, was found to have a distorted/bent helix. Blood was found on the helix and distal conductor. The helix does not extend or retract properly due to the helix being compressed and slightly bent to one side of the sleeve head. Cannot determine if this occurred during implant or explant. Leads, (B)(4) and (B)(4), which were used in an attempted implant, were both found to have the helix disengaged from helical channel. Blood was found on the helix and the defib conductor was distorted. The helix would not extend due to being over-retracted.

Event description:
It was reported, approximately three months post implant, the lead ((B)(4)) dislodged. Consequently, a revision procedure for lead replacement was completed. However, during the revision procedure, two unsuccessful attempts were made with same model leads ((B)(4) and (B)(4)), as there was high impedance values (greater than 3000 ohms). As a result, a competitor's lead was selected and implanted uneventfully. No patient complications have been reported as a result of this event.